Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 300mg/dl at its highest. Reportedly, the customer reverted to alternate therapy for insulin therapy.